Event description:
The implanted stent did not extend after placement. Doctor tried to use a hercules balloon but the stent did not open. After one day the stent was not fully expanded so the doctor removed the stent. The physician placed a boston scientific stent without problem. No section of the device remained in the patient's body. The patient did require an additional procedure due to this occurrence: stent removal and a bsc stent implanted. There were no adverse effects on the patient due to this occurrence.

Manufacturer narrative:
There was no evo-22-27-d products of lot number c814077 in stock at the time of the complaint investigation. 1 x evo-22-27-12-d device of an unknown lot number was returned to (B)(4) for evaluation. Only the stent was returned for evaluation. No defects were noted with the stent or the stent shape on return. The stent was immersed in warm water (to replicate body tempurature) and the stent kept its shape and expanded fully, even after force was applied. No product malfunction could be confirmed. Images were also provided. The images were reviewed by product development personnel and it was confirmed that the stent was not fully expanded however it was noted that the stricture appeared to be tight which may have prevented the stent from fully expanding. No other issues that could have caused this complaint issue were observed, therefore it is not possible to confirm this complaint or determine the root cause of this issue. Prior to distribution, all evolution duodenal controlled-release stent systems are subjected to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for lot number c814077 did not reveal any issues which could have contributed to this complaint issue. The evolution duodenal stent system is a flexible, self-expanding stent is constructed of single woven nitinol wire. The instructions for use that is supplied with this product, ifu0061-4, warns that the "stent is not intended to be removed and is considered a permanent implant. Attempts to remove stent after placement may cause damage to esophageal mucosa". In this incident the implanted stent did not expand fully after placement and had to be removed one day later. There have been no adverse effects to the patients as a result of this occurrence. The 2 year complaint history has been reviewed and the likelihood of this occurrence is rare. Complaints of this nature will continue to be monitored for potential emerging trends.